Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a tubing issue. It was noted the tubing issue was impacting the pump functioning. No other adverse patient effects were reported.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and detached connector / tubing were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. A group of striations, indicating contact with unshod instrumentation, was noted on the longer exhaust tube of the pump. This is a site of leakage. No functional abnormalities were noted with either cylinder 1 or cylinder 2. No functional abnormalities were noted with the detached connector tubing. Based on examination, it was concluded that the observed separation in the exhaust tubing of cylinder 2 would have allowed the reported ¿tubing issue¿ however, because the limited information provided does not indicate any factors that may have contributed to the reported event, and due to the brief period in-vivo, the sequence of events leading to the observed separation cannot be determined. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.